Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated with inductive telemetry. No intervention was performed, and after waiting a moment the device was able to be interrogated successfully. The patient condition was stable.